Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the 1st diagonal. The clinical events committee adjudicated that the patient suffered a medtronic defined target vessel mi, one day post index procedure. One day later, one resolute onyx drug eluting stent was implanted in a non-target vessel, free radial graft to om2, due to unstable angina and cad. The 1st diagonal stent was patent. The patient recovered. The investigator has assessed that the event was not related to the study device or anti-platelet medication.

Manufacturer narrative:
Cec adjudicated the mi as a non q wave mi (target vessel), mdt extended historical reinfarction post pci. The site notes the event date as (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed mi as no scai event. If information is provided in the future, a supplemental report will be issued.